Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient stated that opening of the moldable wafer was too small that it cut the patient's stoma. The patient's stoma was oval (approximately 1-1/2 x 1-1/4 inch) and had an incision/belly button very close to stoma. The patient had not found the right fit. The plastic ring of large moldable wafer was too close to the patient's belly button/incision. The patient had old ostomy supplies for a moldable wafer (that was up to 1-1/4 inch) and that had perfect sized ring, however, the moldable wafer was too small and it cut into the patient's stoma and patient was also experiencing leaks in night. The patient used powder, adhesive, econseals and sometimes paste in the divot between the 'plastic ring and patient's belly button/incision. The patient stated that it was not close enough where the patient could pull the stretchy part of the wafer over top, but it was close enough to cause leaks.